Event description:
During preventative maintenance of the device, the service technician reported that the left side panel module, pump plugged in specific adapter on nic failure. Initial during self test, message appear sometimes on first screen. Each cases: pressure module 1 fail. Pressure sensor module orange color blinking. Pressure sensors air sensors: 2 fail. Pressure, air module orange color blinking. Two roller pumps fail. Two roller pump was not turned on. Ccm booting speed is slow. Since the event occurred during preventative maintenance, there was no pt involvement.